Manufacturer narrative:
A1: patient information: requested, not provided. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band leaked air after a successful placement. The faulty band was replaced with a second band, and a successful placement was achieved. No further issues or complications were observed. Blood loss was less than 250cc. The procedure for the patient was a diagnostic coronary angiogram. The patient's condition was good, and blood loss was less than 250cc. The event did not result in injury. No concomitant medical products were used.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3 and to provide the completed the completed investigation results. The actual device is no longer available for returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).